Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility on (B)(4)2010. During testing, the device did not deliver a dose when the patient pendant was pressed. This was due to a broken harness assembly. The cause of the broken harness assembly could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).